Manufacturer narrative:
Calibration was last performed on 21-feb-2024 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. Multiple sample aspiration alarms occurred around the time of the event. These alarms are indicators of possible poor sample quality. The field service engineer (fse) found a dirty sample probe. Instrument performance testing was acceptable. The specific cause of the event could not be determined, however, the investigation determined the event was consistent with a preanalytical handling issue. The investigation did not identify a product problem.

Event description:
The initial reporter questioned low results for multiple patient samples tested for calcium gen.2 (ca2) on a cobas c 303 analytical unit. The customer found qc was out of the acceptable range and repeated patient samples. The customer allegedly corrected the results for 14 patient samples. The customer provided examples of discrepant results for 4 patient samples. Patient 1 initial result was 7.6 mg/dl. The repeat result was 9.6 mg/dl. Patient 2 initial result was 7.49 mg/dl. The repeat result was 9.52 mg/dl. Patient 3 initial result was 7.49 mg/dl. The repeat result was 9.08 mg/dl. Patient 4 initial result was 5.36 mg/dl. The repeat result was 8.97 mg/dl.

Manufacturer narrative:
The ca2 reagent lot number was 75546501 with an expiration date of 31-jan-2025.